Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for erosion. Implant date-8/29/91 explant date-7/25/96 total implant time-58.9months cpi physician's manual 352477-003b page 44, lists erosion as a possible adverse effect of the ipg.